Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was implanted. The procedure had one partial recapture and an adequate seal met release criteria. Later in the day, patient had an effusion. Pericardiocentesis was performed successfully and the patient was discharged.